Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor 19-tor (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Caller states the device was set by the mdt 'tech' and 'it was holding for a month or so'. Caller states he has been 'increasing' to program 6 and 7 and its device was 'shutting off every 2 weeks' and is now shutting off after only 2 days. Caller states 'she feels that it is off' and the patient has a return of symptoms. Caller states the device 'shut off' twice when going into medical buildings / labs. Caller states the stim is currently set to 7.4 or 7.5. Caller is not with the patient. No further complications were reported or anticipated.